Event description:
It was reported to medtronic minimed that the insulin pump was damaged and had a crack. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported the crack near the battery tube side. Additionally, the customer mentioned that the damage was affecting the pump's functionality. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer's response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on the event date of 02-may-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, corroded battery tube, and corroded battery tube spring. Failed battery test was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.